Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead migrated ("pulled back") at least 9 mm between the time of x-ray to confirm lead placement and the time of the neurostimulator placement (and x-ray) during the implant procedure. A revision was performed on (B)(6) 2011 in which the physician was able to push the lead in and pull it back while the clip was engaged (the cap was off). Additional information was requested. See manufacturer report# 3004209178201103178.